Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Mother reported that her daughter's blood glucose (bg) levels reached 25 mmol/l (450 mg/dl) while wearing the pod between 4 and 24 hours on the leg. Patient's mother stated there were traces of ketones found, but an exact value could not be provided. When the pod was removed, she noticed some insulin on the patient's skin (around the insertion site). It was also noted that the cannula appeared bent. As treatment, a correction bolus of 5.65 insulin units was delivered. The incident occurred in early (B)(6) 2018; a specific date could not be provided.